Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 57mg/dl with severe dizziness, associated with an alleged history settings issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient stated their ¿blood glucose is low due to making adjustments to basal, and always consults with healthcare provider a week later¿. The healthcare provider did not adjust pump settings before/after the adverse event. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.